Event description:
It was reported that the filterwire break occurred. A 190 cm filterwire ez was selected for use. During preparation, the device was defective. At the time of wrapping, it was not possible, and the device broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The wire returned inside the delivery sheath and the filter bag came back in undeployed state. The retrieval sheath was returned. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath. Also, the original pouch was returned, and it was observed that the pouch information matches with the complaint information. No other issues were identified during the product analysis.

Event description:
It was reported that the filterwire break occurred. A 190 cm filterwire ez was selected for use. During preparation, the device was defective. At the time of wrapping, it was not possible, and the device broke. The procedure was completed with another of the same device. No patient complications were reported.